Event description:
It was reported that a patient presented in-clinic reporting syncope. The patient's right ventricular lead was previously found to have high capture thresholds. Surgical intervention was performed on (B)(6) 2021 to address the malfunction. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.